Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the tip of the monopolar curved scissors (mcs) instrument became detached. The user reinstalled the mcs tip and had no issues using the instrument. After the procedure was completed, the user found damage to the tip. There were no reports of patient injury.